Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02403 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a cystocele repair procedure on (B)(6) 2009. According to the complainant, the patient presented with painful intercourse, vaginal discharge, vaginal graft erosion, and pain in (B)(6) 2012. The physician prescribed the patient with a vaginal cream for the complications (specifics of type and duration unknown). Reportedly, the patient was scheduled to undergo vaginal graft erosion correctional surgery on (B)(6) 2012, but the patient never followed up with the surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable